Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source lamp did not light. The issue was found during preparation for use, and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Based on the evaluation findings, the reported complaint light source not working was not duplicated. The evaluation found no physical damage/impact on the external and internal components, and no accumulated dust exist on the light path such as filters/ lenses. The scope sockets slider switch is intermittent causing lights to start blinking on the front panel. The locking mechanism is starting to show wear which is needed to protect the pins. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.